Event description:
It was reported that during a laparoscopic procedure, after the thumb ring handle was withdrawn and the pouch was disengaged from the metal rim, the metal rim was ejected again. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info was requested and the following was rec'd: see scanned page.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.